Event description:
It was reported by her sister that the customer did not believe her glucometer was communicating with her insulin pump. At the time of reporting, her blood glucose was 491mg/dl, which she was treating with manual injections. The sister agreed to troubleshooting to ensure the insulin pump was working properly. The troubleshooting suggested that the insulin pump was working properly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.